Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Upon further query the following information was provided that indicated a separation. The option-lok male adapter of the tubing set was connected to the female adapter of an unspecified PICC line for a piggyback delivery of an unspecified concentration of argatroban, at an unspecified rate, via a plum pump. At an unspecified time while assessing the pt, the nurse noted that the tubing had separated from an unspecified location of the clave y-site of the tubing set. The customer contact reported that an unspecified volume of solution leaked onto the pt's bed linens. After an unspecified length of time, the customer contact reported that a peripheral IV access was started and the therapy was resumed. On (B)(6) 2013 at an unspecified in the morning, the customer contact reported that the pt's PICC line was removed. On (B)(6) 2013, it was reported that the pt was discharged to home. Though requested, no additional information was provided.